Event description:
Attempting to use external pacer during code, pacer cartridge inserted, pt hooked up with pads. External pacer turned on but kept going off. A different pacer module was received which was used & functioned well. Tss notified. Pt returned to cath lab for pacer revision.